Event description:
Pharmacist reported rupture at several points, diagnosed by MRI. Left side. Device explanted.

Manufacturer narrative:
Continued from h.6: f2203 - imaging required. Device evaluation: analysis of the returned device identified: weight to the spec, opening on anterior, yellow encapsulation, crease fold and orange particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on anterior. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified a device crease fold, deformation and white biological tissue on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist reported rupture at several points, diagnosed by MRI. Left side. Device explanted.